Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Item was discarded. If add'l info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that, "pt had a trident psl 60mm cup implanted. Rep opened wrong x3 insert and it was mated with biolox delta 28mm head. As physician started to implant the liner/cup it was realized that the wrong liner was being used. It was removed and the correct insert, 1236-2-854 and biolox head were implanted."